Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient¿s battery was eroding through skin and was causing excruciating pain. It was reported that the patient¿s battery was placed to shallow. Patient¿s system would be removed. No further symptoms or complications reported/anticipated.